Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a long-term ilet bionic pancreas user experienced persistent hyperglycemia characterized by frequent morning spikes before food intake and variable glucose excursions throughout the day, contrasting with prior stability on a different pump; the user sought guidance on optimizing settings and potentially adjusting targets, and troubleshooting and education were completed, including collection of blood glucose information. Symptoms included episodes of high and low blood glucose and sweating. Outcomes included no reported hospitalization or medical intervention beyond routine self-management with oral glucose. Investigation included a review of user-reported glucose trends and completion of troubleshooting and education with plans to coordinate additional training. Investigation of this case revealed no device malfunction reported and an unclear cause of hyperglycemia, with potential need for therapy optimization and training reinforcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.